Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button cover was missing and the center dome switch was damaged. The cause of the inability to activate the device is the damaged dome switch. The root cause of the damaged dome switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.